Manufacturer narrative:
For (B)(4) manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an (B)(4) manufacturing site. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos from the customer for investigation. Therefore, 50 retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to sticky safety lock as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set device experienced needle stick injuries. The following information was provided by the initial reporter. The customer stated: "multiple needle sticks recently due to sticky action of the safety lock movement." It was reported by rn manager they are experiencing multiple needle sticks.